Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line of a homechoice cassette without an alarm. This occurred during drain one of five of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The hp stated that there was bubbles in the lines. Renal therapy services (rts) asked hp if the patient line primed all the way to the top but the hp was not sure. Rts recommended ending therapy and stated over with all new supplies. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information was available.